Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a calcified native valve, the patient's pressure decreased during initial deployment and it could not be restored. The valve was not implanted and was withdrawn from the patient. The valve and dcs were discarded. The patient was taken to surgery for valve replacement and a surgical valve (unknown manufacturer) was implanted. It was reported that monitored anesthesia care (mac) was used instead of general anesthesia and general anesthesia may have provided better control during the procedure.